Event description:
Consumer claims to have been pierced with designtech ear piercing system on 7/21/98. Several days later his ear became infected at the ear piercing site. He sought medical treatment and was prescribed antibiotics.